Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. There was no femoral artery stenosis. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, the indictor window of a 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported patient injury. There was no femoral artery stenosis. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure used a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted until the indicator window changed to solid black color. The physician had their thumb placed on the plug deployment button during retraction. The plug could not be released. The indicator window did not show any red color during retraction. There was no issue with or damage to the deployment lever. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, a4, b5, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported patient injury. There was no femoral artery stenosis. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure used a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted until the indicator window changed to solid black color. The physician had their thumb placed on the plug deployment button during retraction. The plug could not be released. The indicator window did not show any red color during retraction. There was no issue with or damage to the deployment lever. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found partially deployed. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the received unit was already actioned, where a partial deployment of the depression lever and partial retraction of the indicator wire impeded the unit deployment simulation in the received state. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, the deployment lever mechanism was already advanced, no longer in the manufacturing position and the lock-out system was not released for the deployment actioning per the intended use of the device which could impede the deployment lever from being advanced. Therefore, the loose black material debris that was observed on the lock-out plate, could indicate that excessive force was likely applied to the deployment system to force the indicator window position to change, not resulting in the plug deployment and expected wire retraction. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit using a pin gauge measurement. The result obtained was within specification. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received with the window in the black/white/red state. The lever was received partially depressed with findings that indicate that excessive force was used to press the lever, possibly when the window was not in the black/black state. It was also reported that the user had the thumb on the lever during retraction. The exact cause of the reported issue could not be determined; however, handling issues are possible causative factors. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.